Event description:
It was reported to philips the device measurement panel had worn connections. There was no patient involvement. An authorized field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty measurement connector module. The fse replaced the measurement connector module. The device passed all performance assurance tests and was placed back into use with the customer.